Event description:
Trach tube occluded on the outside of the neck flange. Wire was hanging out of tube where there was a small hole. Pt is on vent support with imv. Pt unable to breath. Has 24 hr nursing. Nurse was able to replace trach tube with new one. Pt's own dr saw pt on 10/5/95. Also dr "reviewed" the trach tube & took pictures of tube. The one nurse put in during incident. Dr changed pt's tube to a different brand.